Event description:
The facility reported via a user facility report an incident on an overinfusion. "The patient presented to the ed in respiratory failure. A diprovan drip was started at 5mcg/kg/min via a left upper arm PICC. At 1411 it was noticed that 75% of a 100cc battle had already infused. The patient's blood pressure was 51/25. The diprovan was stopped and the patient received ns bolus. A short time later, the patient blood pressure was 96/42 and continued to improve with more ns. The pump was sequestered in biomed. Biomed was holding the pump and waiting for the software and cable to download the event history". Though requested by baxter, no additional information was available regarding the patient's outcome, type of the IV sets involved, any loading or unloading of the tubing during the infusion, any alarms or failure code during the infusion, and set up of the pump.